Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, psychological disorder, smoker, pain, swelling, bleeding, mobility.